Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Primary surgery was done (B)(6) 2017. As under-drainage was seen, the pressure value was adjusted down to 0cmh2o.

Manufacturer narrative:
The shuntsystem with catheter and reservoir was received in a plastic container. The product was inserted in an unknown liquid. At the time of submission the progav2.0 valve was set to pressure range 2 cmh2o. A visual inspection was performed and no abnormalities of the progav2.0 shuntsystem were observed. To proof the penetrability, we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The investigation has shown that the progav2.0 valve was permeable. We were able to observe that bloody fluid was present in the shuntsystem. An adjustment tests was carried out with the standard progav2.0 check mate and measurement tool. The valve was adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found that it was possible to adjust the progav2.0 valve into the pressure settings. To measure the braking force, we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test resulted that the brake function is fully in place. The measurement of the braking force is inside the tolerance. The valve was tested on the miethke- controlled test station. It passed the standard check for horizontal position. The flow of liquid of 60 ml/h is gradually reduced to 5 ml/h and again increased to 60 ml/h (in acc. To iso 7197). The resulting pressure is measured and noted. Distilled water was used as test-liquid. After opening the progav2.0 valve and the shuntassistant, we found intense deposits inside the valves probably of protein, which have led to a malfunction of the shuntsystem. No further actions are required.